Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces fo the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient developed hives all over his body. The patient went to the ER and removed the lifevest. During a follow-up on (B)(6) 2015, it was reported that the patient's doctor instructed the patient to continue wearing the device and that the patient was using benadryl and hydrocortizone cream. The patient's mother reported that the cream helped and the rash had healed completely.